Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, the nurse of a (B)(6) female patient contacted zoll customer support to report that the patient had what smells like a yeast infection on her back. There was no additional follow-up on the condition of irritated area.

Manufacturer narrative:
Evaluation: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device a swell as the blue defibrillation gel.